Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the directtrend report was not recorded on the device.

Event description:
It was reported that the directtrend report was not recorded on the device. Abbott technical support was contacted and programming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.